Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received erroneous results for one patient tested with coaguchek xs plus meter serial number (B)(4) . At 8:28 a.m., the patient was tested with the meter and the result was 7.2 inr. At 8:30 a.m., the patient was tested with the meter and the result was 3.5 inr. All meter results were reported to the doctor. The customer was not sure if the same finger of the patient was stuck in order to obtain the samples used for testing on (B)(6) 2017. The patient's finger was prepared with alcohol, but the customer was not sure if the finger was dry prior to the fingerstick. The customer believes that the sample was applied to the test strip within 15 seconds. At 8:50 a.m., a sample was collected from the patient and tested with an unknown laboratory method, resulting as 2.5 inr. This value was believed to be the correct value. No adverse events were alleged to have occurred with the patient. The patient was not treated and the patient's medication was not changed based on the meter results. The patient's therapeutic range is 2.5 - 3.5 inr. The patient's testing frequency is weekly. The customer was not sure if the patient only takes coumadin for their inr. The customer was not sure if the patient's coumadin dose had been changed. The customer was not sure if the patient has antiphospholipid antibodies. The customer was not sure if the patient had any symptoms such as bleeding or bruising. The customer is not sure if the patient started any new medications or if the patient's diet was changed. The customer did not know if the patient had any special or unusual diets. The customer was not sure if the patient had any additional illnesses. Quality controls were tested on the meter on (B)(6) 2017 and these were within range. The customer noted that in the past, they had results from the meter that were accompanied by a "c" due to the patient's hematocrit or finger being wet with alcohol. The customer's product was requested for investigation and replacement product was sent to the customer. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return the product for investigation. No further investigation was possible. The current master lot meets the specification of the coaguchek test strips.